Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. It was reported to abbott a patient had high impedance on all contacts of the right lead. Surgery took place where the lead was replaced without complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on the right lead. Attempts to reprogram were unsuccessful, as a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.